Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after following receipt of shock therapy. Review of stored device data noted that the patient had developed a ventricular tachycardia (vt) that was below the programmed therapy zone. The device then exhibited double counting/oversensing of a wide qrs, resulting in delivery of an inappropriate shock. The delivered shock degenerated the rhythm to ventricular fibrillation (vf). A second shock was then delivered and successfully converted the rhythm. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after following receipt of shock therapy. Review of stored device data noted that the patient had developed a ventricular tachycardia (vt) that was below the programmed therapy zone. The device then exhibited double counting/oversensing of a wide qrs, resulting in delivery of an inappropriate shock. The delivered shock degenerated the rhythm to ventricular fibrillation (vf). A second shock was then delivered and successfully converted the rhythm. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.